Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 20 occurred during basal delivery with multiple cartridges. Additionally, it was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer's blood glucose was 230 mg/dl. The customer reverted to manual injections for insulin therapy.